Manufacturer narrative:
Combination product: yes.

Event description:
An alert of shock impedance value is too high was detected. The lead was capped and a new rv lead was implanted.

Event description:
An alert of shock impedance value is too high was detected. The lead was capped and a new rv lead was implanted.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 19th of february 2024 and 15th of october 2024 recorded an initial stable shock impedance of 70 ohms with a sudden increase to >150 ohms in july 2024 until the end of the recordings. The analysis of the provided iegm episodes revealed no abnormalities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.